Event description:
It was reported that the surgeon was implanting a single piece collamer lens model cc4204bf and the lens tore upon insertion. The surgeon cut the lens to remove it so no incision enlargement or suture required. Another same model lens was inserted. There was no patient injury.